Manufacturer narrative:
A specific cause for the driveline infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 35 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient came to the hospital on (B)(6)2018 for the 30 day post implant study visit. A small amount of yellow drainage was present at the percutaneous lead (driveline) exit site. A sample was collected for culture for anaerobic and aerobic bacteria and fungus. A preliminary report showed rare (B)(6) negative with a recommendation of no further workup because it may be a contaminant. The patient was started on doxycycline monohydrate 200 mg twice daily prophylactically. A second culture was negative, and results for fungus are pending. On (B)(6) 2018 there was no active drainage at the site. Antibiotics did not start until (B)(6) 2018. No additional information was provided.